Event description:
It was reported that the ventricular lead was repositioned due to increased thresholds and diaphragmatic myopotential oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.